Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) patient result, within the risk stratification range of the assay, was generated on an access 2 immunoassay system for one patient. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital based upon the erroneous accutni result. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing of the initial sample as well as the initial and repeat testing of a redrawn sample from the same patient; the accutni results were lower, within the normal reference range of the assay, and regarded as valid. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that all levels of troponin quality control (qc) results recovered within established ranges during the timeframe of the event. The assay calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficients of variation. A system check performed prior to the event met instrument specifications. The samples were collected in lithium heparin tubes, processed in sample insert cups and were centrifuged prior to testing. There were no sample integrity concerns regarding the patient samples. The samples were stored in the refrigerator and were not recentrifuged prior to repeat testing. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found no instrument performance issues. A definitive root cause for this event has not been determined to date.